Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump confirmed an occlusion at the pump stem tip. Engineering was unable to push sterile water for injection (swi) and air through the cap septum. The cap and suture ring were removed. The pump was run without the cap, and the pump successfully primed and flowed within design specifications. The root cause for this issue was determined to be and occlusion at the stem tip. It appears to be medication that has fallen out of solution. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. (B)(4).

Event description:
Representative contacted technical solutions in order to report a patient's pump that was explanted due to underinfusion volume discrepancy. For the volume discrepancy, the expected volume was 4.5ml and the actual aspirated volume was 12ml. A cap study was performed that confirmed that the patient's catheter was patent. Approximately a week later, another underinfusion volume discrepancy was observed with the expected volume being 11.4ml and the actual aspirated volume being 17.3ml. The patient complained of a lack of pain relief. The patient's pump was explanted at a later date.